Event description:
It was reported that the patient was noted to have soft tissue stranding on CT, which was concerning for infection. Blood and wound cultures were obtained and then the patient was started on vancomycin and zosyn. The imaging was reviewed and the patient went for debridement on (B)(6) 2018. The wound cultures showed staph intermedius/pseudointermedius and gram-negative rods. The patient was discharged on oral cipro and cefazolin. No further information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that irritation along the drive line site was observed with minimal discharge during dressing changes. The patient reported warmth over the site with associated tenderness and erythema. Minimal pus drainage was observed on exam with mild tenderness over site, minimal erythema, afebrile and no white count. Patient was hospitalized and given oral parenteral antibiotics. No additional information was provided

Manufacturer narrative:
The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 15may2019. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Manufacturers investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.